Manufacturer narrative:
Failure analysis noted that the pump alarmed motor error during rewind due to corroded motor home switch. The pump had cracked case at display window corners and cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump alarmed motor error during rewind. The customer's blood glucose reading was unknown. There were motor error alarms in the alarm history. The insulin pump was returned for analysis.